Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. Investigation summary: the product has not returned to depuy synthes mitek, however a photo was provided for review. See attachment (B)(4). The photo investigation revealed that 4.5 healix advance br w/ocord was missing the threads for the most part of the device. The proximal end of the device has foreign matter, presumably biological matter. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br w/ocord would contribute to the complained device issue. The manufacturer performed an investigation with the following results: the material had signs of being used. It can be concluded that it is highly unlikely that these defects were generated during the manufacturing process. Device cannot be assembled with missing threads. The root cause is more likely to be misuse of the material. Based on the above, it is confirmed that the manufacturing process was performed in accordance with the validated process. Based on the investigation findings, the potential cause can be traced to user. As per IFU: use instructions are provided, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed; and no related non-conformances were identified.

Event description:
Missing threads. It was reported that during the surgery, the anchor have missing threads (as the photo shows). It was reported from china that during a rotator cuff repair procedure, it was observed that the motor device overheated. During in-house engineering evaluation, it was determined that the device was missing the threads for the most part of the device and the proximal end of the device had foreign matter, presumably biological matter. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. Visual inspection found that 4.5 healix advance br w/ocord was missing the threads for the most part of the implant. The anchor has foreign matter, presumably biological matter. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br w/ocord would contribute to the complained device issue. The manufacturer performed an investigation with the following results: the material has signs of being used. An in-progress control has been performed on 9 parts chosen randomly by a certified operator and have been inspected. The result of this process check was successful, none of the 9 parts were non-conforming. The batches have been assembled by operators trained and certified on the process validated in production. A training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. Multiple controls 100% and in-process control ensures that manufactured products meet design specifications. The analysis showed that the production controls implemented must guarantee 100% detection of this type of problem if it was generated in neuchâtel. Multiple 100% control, guarantee that this type of defect does not occur in the manufacturing process. It can be concluded that it is highly unlikely that these defects were generated during the manufacturing process. Device cannot be assembled with missing threads. The root cause is more likely to be misuse of the material. Based on the above, it is confirmed that the manufacturing process was performed in accordance with the validated process. Based on the investigation findings, the potential cause can be traced to user. As per IFU: use instructions are provided, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported from china that during a rotator cuff repair procedure, it was observed that the motor device overheated. During in-house engineering evaluation, it was determined that the device was missing the threads for the most part of the device and the proximal end of the device had foreign matter, presumably biological matter. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration date and device manufacture date have been added.